Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: visualization issues throughout case, wasn't responding to crossfire activations, and pressure reading in the center was jumping all over the place. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, or user settings. (B)(4).

Event description:
It was reported that the device had variable pressure readings.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device had variable pressure readings.